Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite, and troubleshooting found that the power distribution unit (pdu) fan tray had no power. The analysis of the system log file found that there was a system startup issue. The fse replaced the pdu fan tray and direct current power supply (dcps) and returned to philips for further analysis. The analysis confirmed the malfunction of the pdu fan tray and dcps and found a defective 24v power supply. Following the replacement of the pdu fan tray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the power distribution unit (pdu) fan tray had no power, which could prevent booting. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the pdu fantray and power supply (dcps) which returned the system to use in good working order.